Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 426 mg/dl and 186 mg/dl. The customer was treated with manual injection. The customer reported that they had received button error and buttons were not responding. The customer reported that the time clock was advancing. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.